Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a normal generator change out. The physician reused the old port plug with the new device and the defibrillation test was performed. The test stopped due to an algorithm error. The physician decided to close the pocket. During the post-implant follow-up, the physician noted an increase in high voltage lead impedance. The physician reopened the pocket and exchanged the old port plug with a new one. The defibrillation test was performed successfully and the impedance values were stable. The patient was doing fine.